Manufacturer narrative:
(B)(4). Device evaluated by MFR.:returned product consisted of a solent omni thrombectomy system and no other devices. The pump, shaft, and tip were microscopically examined and no damage or irregularities were identified. Functional testing was performed by placing the device in the console. Functional testing showed a leak at the male connector with female luer. Fluid leaking from the connector is in indication that the outlet adapter seal failed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
Same case as: 2134265-2016-10261 it was reported that an error message displayed during aspiration. An angiojet® solent¿ omni catheter was selected for a thrombectomy procedure in the hero graft. The catheter was primed and placed inside the patient for use. However, after the physician began aspiration, the unit stopped aspirating and an error message to check saline supply displayed on the console. They checked everything and reset the console, but the catheter still would not aspirate. Then they reset everything again, but noticed that there was saline in the pump area of the console as well as in the bulb of the catheter. Another angiojet® solent¿ omni catheter was selected, primed, and placed in the patient. It began to aspirate, but stopped like the first one. After everything was reset, the catheter still would not aspirate and the console displayed a check saline supply message. The procedure was stopped and was planned to be completed later in the week. There were no patient complications and the procedure ended fine.